Manufacturer narrative:
(B)(4) no longer applies. Medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The explant/replacement date was updated to (B)(6) 2015. The device diagnosis was updated to catheter occlusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient complained of increased pain on (B)(6) 2015. The catheter was explanted/replaced (B)(6) 2015. The catheter was revised on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. The clinical diagnosis was unsatisfactory analgesia. The outcome was noted as resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as related to the device or therapy and possibly related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.